Manufacturer narrative:
Zimvie complaint number (B)(6). A4: patient weight unknown / not provided.

Event description:
It was reported the implant at tooth site #36 fractured at the body close to the apical part. Implant was completely removed.